Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
It was reported that on (B)(6) 2011, the patient was found unresponsive at home, and was transported to the hospital by emergency medical services. The patient was admitted to the ICU for two weeks. The patient was unable to provide any details of the event or what occurred prior to the onset of symptoms. The last blood glucose reading in the pump history was on (B)(6) 2011 a result of 397 mg/dl. A review of the pump's history revealed no issues and the total daily basal/bolus doses given correctly matched those programmed. The patient was unable to complete the troubleshooting of the pump; it is not possible to determine if the pump was functioning appropriately. The pump was replaced. The patient allegedly suffered symptoms suggesting severe injury and was admitted to the hospital while using the pump. Therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.